Manufacturer narrative:
One decontaminated device was returned for evaluation. Visual examination of the returned sample showed a hole near the syringe shoulder. The condition of the product was such that it was not possible to conduct a leak test. While the complaint is confirmed, without a provided lot number, it cannot be determined what machine the product was packaged/assembled on or how the defect occurred, therefore no root cause could be determined. No further actions were taken at this time. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
D4. Lot number, expiration date, and h4. Manufacture date are unknown; no information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe broke and leaked blood. There was patient involvement and no patient harm/adverse event reported.